Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose device after a percutaneous coronary intervention (pci) procedure using a small-bore sheath (</=8f). Reportedly, hemostasis was not achieved with the starclose clip. The clip may have been deployed on fatty tissue. Manual arterial compression was applied to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.